Event description:
The patient reported communication issues between the impalnt and the external equipment. An advanced bionics representative met with the patient for device evaluation. The external equipment was replaced, but the issue was not resolved. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.